Event description:
On 09/29/2021 it was reported by a agency representative via sems that during a surgery on the deltoid ligament of the ankle an issue occurred. The doctor drilled into the tibia using ar-1934-24ds, but got stuck in the middle. A piece of bone was stuck between the drill and the guide, and the drill could not be removed. After that, using ar-1934pi, the doctor drilled according to the prepared hole, but it also stuck. The operation was completed by using another company's product in the bone hole dug halfway. Additional information requested.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint confirmed. One unpackaged ar-1934-24ds was received for investigation. Visual inspection identified that the drill associated with the ar-1934-24ds had cold-welded into the guide, and was unable to be removed. The most likely cause for the reported failure can be attributed to user error due to off x-axis insertion and/or prying/leveraging the device.